Manufacturer narrative:
Concomitant medical product: w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation was breached at 5.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.